Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the light on mlx 300w xenon lightsource (00mlx) keeps shutting off. It was turned on for about 15 minutes then it shut off and emitted a burning smell. It is unknown under which circumstance this event occurred; however, no injury, death or surgical delay was reported.

Event description:
N/a.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: the xenon lightsource was received in used condition. Evaluation of the mlx 300w xenon lightsource found that the fans inside the unit were not working. It was discovered that the fan harness was slightly disconnected from the control board, causing the fans to stop working. As a result of the fans not operating, the lamp suffered heat damage from the lack of air flow. To correct this issue, the fan harness was reconnected to the control board and the lamp was replaced. Unrelated to the reported failure, the unit failed the attenuation test and the standby button on the front bezel was hard to press to initiate the lamp. The attenuator switch and the standby membrane have been replaced to correct these issues. Root cause analysis: the reported complaint was confirmed. The issue of this 00mlx unit shutting off is most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.